Event description:
This rv lead was capped due to high pacing thresholds. Patient reported feeling intermittently dizzy and was given a holter monitor which captured multiple pauses. Rv pacing threshold trend shows two spikes in late may with measurements as high as 3.0v. In-office testing showed a threshold of around 4v. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.